Event description:
A report was received that the patient had a possible infection at the incision site.

Event description:
A report was received that the patient had a possible infection at the incision site.

Manufacturer narrative:
Additional information was received that it was confirmed that the patient had an infection. The patient underwent an explant procedure. The explanted ipg was not returned to bsn as it was discarded by medical facility.